Event description:
Company field service engineer (fse) was contacted by neurologist , who was having trouble opening two patient folders. He had deleted the folders from the rosa laptop software, but could not import the same patient folders from a usb to be able to access them. Fse was not sure why the rosa software would not import these folders from the usb. Fse went onto maintenance side and manually reinstalled the two patient folders. Afterwards, neurologist was able to open patient folders without an issue. This did not occur during a case, no patient involvement.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. An analysis of the data logs was performed. This analysis concluded that the user could not load the patient folders from the usb since the directory labels were different from their associated .ros files. The IFU does not contain necessary information to prevent the user from renaming the patient folder directory, manually, in a memory stick. The application does not permit it, therefore, the name was changed from another pc. D4 unique identifier (UDI) #: (B)(4). Corrected data: - b4 date of this report - d4 additional device information - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Company field service engineer (fse) was contacted by neurologist , who was having trouble opening two patient folders. He had deleted the folders from the rosa laptop software, but could not import the same patient folders from a usb to be able to access them. Fse was not sure why the rosa software would not import these folders from the usb. Fse went onto maintenance side and manually reinstalled the two patient folders. Afterwards, neurologist was able to open patient folders without an issue. This did not occur during a case, no patient involvement.